Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 19th july 2011 and performed to specification up to the 2nd august 2015. During this time the pad-pak was removed for approximately four months. Between the 7th august 2015 and the last log entry on the 16th september 2015, the device recorded four manual power ups, two of which contain nonsensical durations. This may indicate the device was switching on automatically and the user was powering the device off by pulling out the pad-pak or that the pad-pak was incorrectly seated with the device housing. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.